Event description:
The account stated that the accelerator aps inpeco system has misread a barcode. Patient (B)(6) was read as (B)(6) and attached to those results. The incorrect results were reported. No information has been provided on the results that were reported or if there was any impact to patient management.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Tracking a trending did not identify an adverse trend for the issue under investigation. Current labeling adequately describes configuration parameters for bar codes and samples and acceptable bar code specifications. An investigation was opened to investigate the issue of bar code labels being misread as 1-2 digit sids and character substitutions. Inpeco will release a new barcode reader configuration file as an enhancement (B)(4). A technical service bulletin was issued to ensure the parameters for the barcode readers on the iom centrifuge and i2000sr instrument module are uniform and that they are optimized for the sample barcodes used by the customer.